Event description:
While doing a turp with the laser the duo tome 550 fiber device burned out at the tip. Laser was put on standby immediately. No harm to the patient. Multiple incidents with this fiber.